Event description:
Revision of trident/tritanium cup after recurrent dislocations into an mdm cup. It was reported that a second dislocation occured in 2 days. It was decided to perform a revision operation and to replace the cup with a mdm cup (stryker). The stem was preserved.

Manufacturer narrative:
An event regarding dislocation involving an unknown ceramic head was reported. The event was confirmed. Method & results: the reported device was not returned for evaluation. A medical review was performed and concluded "principal root cause of failure thus was cup malposition leading to impingement and recurrent dislocation while the low stem position, possibly as secondary ¿collateral damage¿ effect after the first dislocation, may have further contributed to soft tissue laxity across the arthroplasty in the dislocation sensitive early postoperative timeframe further increasing the risk on recurrent dislocation where revision surgery became unavoidable. Because cup position was the principal problem and the surgeon is responsible for optimal component placement as well as sizing of components, femoral head size of 28-mm has greater risk on dislocation than larger head sizes due to more limited effective range of motion, principal root cause of failure is procedure-related with the instability further aggravated by another procedure related effect related to early postoperative muscular laxity and low stem position." A review of the device history records could not be performed as no lot ID was received. A complaint history review could not be performed as no lot ID was received. Conclusions: a medical review was performed concluded that there was no evidence of device related factors present. The root cause of the event had its origins in cup malposition with possible secondary effects of the low stem position. No further investigation is required at this time. If further relevant information becomes available or the product is returned, this investigation will be re-opened.